Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73d1700189 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces while in use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one loose clip from unit 544253 hemolok xl clips 3/cart 42/box for investigation. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the sample appears used as there is biological material present on the clip. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The returned clip was manually loaded into the jaws of the applier and was successfully applied to true-max tubing without breaking. No functional issues were found with the returned clip. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was not confirmed based upon the sample received. Upon functional inspection, the returned clip was able to properly load into the jaws of a lab inventory applier and was successfully applied to true-max tubing without breaking. No damages were observed to the returned clip. Since no functional issues were found with the returned clip and the applier was not returned, the reported issue could not be confirmed.

Event description:
It was reported that the clip broke into two pieces while in use. There was no patient injury.